Event description:
Surgeon reports that during an iol implantation procedure the patient developed corneal bedewing approximately 1 minute after product injection. The reported duration of this reaction was 30 minutes and no treatment was initiated. He reports that this reaction may be related to product use and if it were to recur could cause an injury.